Event description:
Nurse could get the leica microscope oh4 with monitor changed to md's setting. Md tried various different ways, none of which worked and in the end was not able to use ic-green to check vessels. Nurse called company rep and left message on voicemail.